Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the tip of the maryland bipolar forceps (mbf) broke during dissection around the prostate gland. Two pieces of the broken instrument were retrieved. X-rays were taken. The procedure was completed with a backup instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not yet been received. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is unknown. Fields g5 and g7 are not applicable.